Event description:
It was reported that the right ventricular (rv) lead had micro-perforated the patient's heart. It was noted that there was high capture thresholds and undersensing. This led to a pericardial effusion however there was not big enough effusion to have to drain. The chest x-ray and echocardiogram (echo) was performed to confirm the perforation. The physician performed a revision procedure and moved the lead to higher septum. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead had micro-perforated the patient's heart. It was noted that there was high capture thresholds and undersensing. This led to a pericardial effusion however there was not big enough effusion to have to drain. The chest x-ray and echocardiogram (echo) was performed to confirm the perforation. The physician performed a revision procedure and moved the lead to higher septum. No additional adverse patient effects were reported. Additional information received indicated that the patient experienced ticking feeling, however it was not on the device side. Also, some pressure across the chest. Patient was seen by the physician, and everything looked good. There were no allegations of pocket stimulations neither any sensations while the device was tested. The patient stated that they pierced her pericardium upon implant. This rv lead remains in service. No adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem.